Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the sensor broke into two pieces and only top portion of the sensor was able to be removed during the removal procedure.

Manufacturer narrative:
Breakage of sensor during removal is a known and anticipated potential adverse effect, which does not require additional investigation. One of the two fragments was retrieved during the initial removal procedure. Removal status of the other fragment could not be confirmed due to lack of information received from the study site. D2. Product code updated to qhj. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.